Manufacturer narrative:
E1 - facility name (complete): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had no image. The issue was found during reprocessing. No patient involvement.